Manufacturer narrative:
(B)(4). Device was implanted in 1998. Concomitant medical products: item# unknown unknown head lot # unknown, item# unknown unknown stem lot # unknown, item# unknown unknown cup lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 21 years post initial hip arthroplasty due to poly wear. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of xrays. X-ray review demonstrated a right total hip arthroplasty with cement fixation of the acetabular cup. Neutral acetabular inclination angle is 52.56°. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Cement fixation of the femoral stem with minimal radiolucency along the proximal portion best seen on the frog-leg lateral film. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01462.

Event description:
It was reported that patient underwent revision approximately 21 years post initial hip arthroplasty due to poly wear and cup malposition. Attempts were made to obtain additional information; however, none is available.